Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The device was not implanted.

Event description:
Healthcare professional reports device had bubbles and broke apart upon insertion, without use of force. Surgery was successfully completed with a backup device.